Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: thermocool smart touch bidirectional sf catheter, catalog # d134805, lot # unk; carto 3 system, catalog # m-4800-01, s/n: (B)(4); boston scientific transseptal needle, catalog # m004tsx500, lot # unk; st. Jude medical agilis 8.5fr sheath, catalog and lot numbers unk. (B)(4).

Event description:
It was reported that a male patient, in his early 70s, underwent an ablation procedure for atrial fibrillation with an unspecified soundstar eco catheter and suffered a cardiac tamponade requiring pericardiocentesis and surgical intervention. At the end of the procedure, while checking ablation lines, the patient became hypotensive. Pericardial effusion was confirmed via intracardiac echocardiography (ice). Pericardiocentesis yielded an unspecified amount of fluid. Patient was transferred to the operating room for a surgical intervention. Patient was reported to be in stable condition. Patient required extended hospitalization as a result of the adverse event. Patient outcome is improved. Factors cited that may have contributed to the adverse event include that the physician went deep into the right ventricular outflow tract (rvot) at the beginning of the procedure to confirm that there were no clots in the left atrial appendage (laa). Physician¿s opinion regarding the cause of the adverse event is that the soundstar eco catheter caused an effusion in the right ventricular outflow tract (rvot) and the injury was unrelated to ablation in the left atrium, performed with a thermocool smart touch bidirectional catheter. Transseptal puncture was performed with a boston scientific m004t sx500 transseptal needle and a st. Jude medical agilis 8.5 french sheath. Generator was set on power control mode with a temperature cut-off of 40 degrees celsius. There is no further information regarding generator parameters, generator settings, overall ablation time at the site of injury, or last ablation cycle time at the site of injury, as no ablation was performed in the rvot. Power was not titrated. Irrigated catheter flow was set at 2 ml/min during low flow and 8 or 15 ml/min during high flow. Patient received anticoagulant (heparin) during the procedure with activated clotting time maintained in the 300s (seconds). Force was maintained between 5-15 grams. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors or alerts reported with the carto 3 system.